Event description:
It was reported that during a procedure to replace the right ventricular lead, the physician noted that the atrial lead had insulation damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Should have been (B)(6) 2013 rather than (B)(6) 2010.